Event description:
It was reported that the pt was implanted in 2000 and wore the device for 3 years and then stopped using it. The pt then decided a few weeks ago to wear the processor again but there was no access to sound with the implant.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.